Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A nurse reported that blunt knives were detected during two surgeries. When resistance was met during each first attempted incision, the surgeon took another knife to complete each procedure. There was no impact to any patient. Additional information has been requested.